Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tavr case when anesthesia was administering fluids/medications through the sheath, the sleeve began filling with IV fluid. Fluid/blood is leaking through the psi valve back into the sleeve after placement of our temporary pacemaker wires, despite reinforcing proper technique. We have educated our operators to tighten the tuohy valve (almost to the point of overtightening) once the temporary pacer is in place to help prevent fluid from tracking back into the sleeve. There was no reported patient harm."